Event description:
During the insertion of the screws, two screw heads broke off. The broken fragments were left in the pt and the broken heads were discarded. The pt is well. This is report #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of mfg records has been requested.

Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the examination of the raw-material testing certificates and the manufacturing papers for the article showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. This device was manufactured in april 2012 according to the specifications. The manufacturing documents were reviewed and no complaint related issues were found. Corrected data: expiration date: reported expiration date was 04/01/2012. The expiration date has been corrected and the expiration is not known.